Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The cause for the service code was isolated to u1004 and u1005 on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) was displaying a service code 102.